Event description:
During insertion of a 6.0mm matrix polyaxial screw for a transforaminal lumbar interbody fusion (tlif) procedure at l4-l5, the head of the screw came off. The surgeon removed the screw and replaced it with another screw to complete the procedure.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The device was returned and the condition of the assembly showed wear marks on the stardrive not consistent with mfg. The body/collet was separated from the assembly. Upon investigation, the screw was popped back into the body/collet assembly and will not come apart. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR.